Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap pro biflex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the device was displayed error code/ displayed error code e062 (err_stuck_ramp_key), e055 (err_therapy_queue_full), and e065 (err_stuck_encoder_a). The device does not work control dial. The device was found to have contamination from foam particles inside the blower kit. Dust was confirmed.

Manufacturer narrative:
In the previous report, entered an incorrect 510(k) number and report source, but in this follow-up report, I have corrected them.